Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01884. It was reported that the patient lost effective coverage of therapy. Lead diagnostics revealed that one lead had high impedances. As such surgical intervention took place wherein one of the leads was explanted and replaced with a new lead. Post procedure effective therapy was restored. Both leads are reported as it is unknown which lead was liable.